Event description:
It was reported the device would get hot, and the issue had come and gone for the past 7 months. It was also noted that for the past 2 years the top of the device gave the patient a pinching sensation like "sticking a tongue on a battery." The reporter did not want to perform any troubleshooting with the device and just wanted a rechargeable device. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).